Event description:
It was reported that the patient experienced pain at the pocket site and the implantable pulse generator (ipg) was taking longer to charge. The patient underwent an ipg replacement procedure. No further information could be obtained.